Manufacturer narrative:
Upon receiving and evaluating the incident, a f/u report will be submitted.

Event description:
"Approx 90 minutes into the case, a rapid loss of pneumo was detected, and found to be caused by a fracture of the cannula at the camera clamp location. A piece of cannula approx 1 x 4 mm could not be found. The surgeon believes, it most likely exited the field due to positive pressure of the pneumo."